Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose level of 52 mg/dl, due to settings needing to be updated. The customer consumed glucose tablets and pepsi to address bg. Recommendation was made to discuss diabetes management with a health care professional.